Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a system error and shut itself off twice during therapy. The pump was running vasopressin while the patient was being resuscitated for pneumopericardium and resultant hypotension. The patient became hypotensive when the pump shut off. The event occurred during patient infusion at the inpatient care area. There was patient involvement and patient harm. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of "system error" was verified as system error 345 upon review of the event history log. There were two events of system error 345 which occurred on the reported event date of (B)(6) 2020. The system error was not reproduced during evaluation. The device was found out of specification and it was determined that the ultrasonic sensor required replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of the device powering off without user input was not verified. A review of the event history log did not identify any 'improper shutdown' messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.